Event description:
The dealer states the right upper support won't lock in place. No further information was provided.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.